Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
Us FDA MDR it was reported that during an implant procedure the parameters on the lead were unacceptable. Another lead was implanted. No patient complications have been reported as a result of this event. During pacemaker implanting procedure, parameters of the lead is bad . Finally physician replaced another lead to implant successfully. No patient complications were reported (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).